Manufacturer narrative:
H6. Codes: updated. Device evaluation: no product samples, videos or photographs were returned for investigation. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the blood was drawn for a follow-up blood gas test from the patient. After the blood was drawn, the air was expelled and the arterial blood collection kit piston leaked blood. After observing that the blood volume was sufficient, a new arterial blood collection kit piston was immediately replaced. After checking and finding no abnormalities, the blood was checked, scanned, and sent for testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.